Event description:
It was reported that k-wire tip broke during insertion of tap.

Manufacturer narrative:
Method: risk assessment. Results: the reported nitinol k-wire sharp tip fracture took place while tapping the pedicle. The issue was identified by intra-operative imaging. The manufacturing records of the device could not be reviewed because the lot# is unknown. The distal tip fracture caused a surgical delay of 10 minutes. The es2 surgical technique specifies "cantilevering the awl and taps while in the pedicle may damage the k-wire." Based on the evidence provided, the most likely cause of the reported fracture is bending of the k-wire during tapping. Conclusion: the cause of the reported event cannot be determined conclusively because the device was not returned to stryker for full evaluation. However, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that k-wire tip broke during insertion of tap.